Event description:
This is an international report of a leak in the minicap extend life transfer set. Reportedly, the leak was observed at the level of the screw thread of the mini cap. The leak of the extension of catheter was observed during patient use. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector in reference to leak was received. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. Set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overworking. The complaint was confirmed in the lab for leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.